Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2015, (duration not reported), due to infection at the implant site.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The report is filed september 29, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed august 27, 2015.